Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right atrial lead was explanted due to high threshold values, and difficulty repositioning. The lead was exchanged for a new one to complete the procedure. No adverse effects were reported. The lead is not expected for return, as it was discarded at the hospital.